Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) patient had received a shock that threw them into their chair. The patient had went to the emergency department (ed). A remote monitoring transmission report indicated that the crtd delivered inappropriate anti-tachycardia pacing (atp) and shocks for a supra ventricular tachycardia (svt) episode that was detected as ventricular tachycardia (vt). It was further reported that during the implant procedure of the device system that the patient experienced a punctured lung and pneumothorax. The patient was treated with a chest tube. The patient also had experienced fast svt at the time of being shocked and reprogramming was performed. The device and leads remains in use. No further patient complications have been reported as a result of this event.